Manufacturer narrative:
The disposable advance capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of capsules to the stomach or duodenum. This device is intended for patients who are either unable to swallow the capsule, or unable to pass the capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. The report indicates a portion of the capsule cup detached from the device was immediately retrieved. The procedure was completed using an additional advance capsule delivery device. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn." Us endoscopy has provided in-service training to the user facility.

Event description:
The user facility reported that the capsule cup detached from an advance capsule delivery device during procedural use. The detached portion was retrieved, and the procedure was completed using another device. There was no report of patient or user harm.